Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was receiving no delivery alarms for three months and that her blood glucose level was 378 mg/dl. The customer stated that she wasted four infusion sets the day before due to the no delivery alarm. Customer stated that she did not have an issue at time of the call. Advised customer to disconnect from the pump and run a 5 unit fixed prime. Customer confirmed that insulin exited the tubing. The customer stated that she was willing to try a different length of needle and silhouette as well. Nothing further reported.